Event description:
When they attempted to print control results from 03/30/2006, the printout control results appeared to be the results obtained on 03/23/2006. There is no indication pt results were affected.